Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a startup failure. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a startup failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - (site country), (type of investigation, investigation findings, component code, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and found defective compressor , so replaced the compressor. Fse recalibrated the pump, unit passed all functional and safety test per factory specifications, this problem found during boot up not in use on anyone. The iabp was then cleared for customer use.

Event description:
N/a.